Event description:
Bayer case number: (B)(4) back pain leading to regular visits to the osteopath [back pain], weight gain [weight gain] , sleep disorder [sleep disorder], chronic fatigue [chronic fatigue] , ligament pain (knee, shoulder [ligament pain] , broken tooth leading to the fitting of a denture [tooth fracture], cognitive disorders (memory) [memory disturbance] , cognitive disorders (concentarion) [concentration impairment] , feeling of a constricted head [head pressure] , burnout [burnout syndrome] , burnout syndrome [burnout syndrome] , gastrointestinal disorders (bloating) [bloating] , gastrointestinal disorder (frequent constipation) [constipation], fluctuating visual acuity [deterioration of visual acuity] , hair loss [hair loss] , depressive tendancy [depressed mood]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain leading to regular visits to the osteopath") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she was found to have weight increased ("weight gain"). In 2009 she experienced back pain (seriousness criterion intervention required). In 2012 she experienced tooth fracture ("broken tooth leading to the fitting of a denture"). In (B)(6) 2015 she experienced a first episode of burnout syndrome ("burnout"). In (B)(6) 2017 she experienced a second episode of burnout syndrome ("burnout syndrome"). On unknown date she experienced sleep disorder ("sleep disorder"), fatigue ("chronic fatigue"), ligament pain ("ligament pain (knee, shoulder"), memory impairment ("cognitive disorders (memory)"), disturbance in attention ("cognitive disorders (concentarion)"), head discomfort ("feeling of a constricted head"), abdominal distension ("gastrointestinal disorders (bloating)"), constipation ("gastrointestinal disorder ( frequent constipation)"), visual acuity reduced ("fluctuating visual acuity"), alopecia ("hair loss") and depressed mood ("depressive tendancy"). The patient was treated with surgery (to remove essure) and non-drug therapy (fitting of a denture). Essure was removed on (B)(6) 2025. At the time of the report, the remaining events or their latest episode all of the events or their latest episode were resolving. No causality assessment was received for essure with regard to weight increased, back pain, sleep disorder, fatigue, ligament pain, tooth fracture, memory impairment, disturbance in attention, head discomfort, the first episode of burnout syndrome, the second episode of burnout syndrome, abdominal distension, constipation, visual acuity reduced, alopecia or depressed mood. The reporter commented: current condition of the patient: -regular visits to my general practitioner and to specialists (dentist, osteopath, physiotherapist, hypnotherapist, ophthalmologist. Currently seeing a neurologist. Well-being since removal, reduction or even elimination of undesirable side effects. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) back pain leading to regular visits to the osteopath [back pain] , weight gain [weight gain] , sleep disorder [sleep disorder] , chronic fatigue [chronic fatigue] , ligament pain (knee, shoulder [ligament pain] , broken tooth leading to the fitting of a denture [tooth fracture], cognitive disorders (memory) [memory disturbance], cognitive disorders (concentarion) [concentration impairment], feeling of a constricted head [head pressure] , burnout [burnout syndrome] , burnout syndrome [burnout syndrome] , gastrointestinal disorders (bloating) [bloating], gastrointestinal disorder (frequent constipation) [constipation] , fluctuating visual acuity [deterioration of visual acuity] , hair loss [hair loss] , depressive tendancy [depressed mood] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2025. The most recent information was received on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain leading to regular visits to the osteopath") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she was found to have weight increased ("weight gain"). In 2009 she experienced back pain (seriousness criterion intervention required). In 2012 she experienced tooth fracture ("broken tooth leading to the fitting of a denture"). In (B)(6) 2015 she experienced a first episode of burnout syndrome ("burnout"). In (B)(6) 2017 she experienced a second episode of burnout syndrome ("burnout syndrome"). Essure was removed on (B)(6) 2025. On unknown date she experienced sleep disorder ("sleep disorder"), fatigue ("chronic fatigue"), ligament pain ("ligament pain (knee, shoulder"), memory impairment ("cognitive disorders (memory)"), disturbance in attention ("cognitive disorders (concentarion)"), head discomfort ("feeling of a constricted head"), abdominal distension ("gastrointestinal disorders (bloating)"), constipation ("gastrointestinal disorder ( frequent constipation)"), visual acuity reduced ("fluctuating visual acuity"), alopecia ("hair loss") and depressed mood ("depressive tendancy"). The patient was treated with surgery (to remove essure) and non-drug therapy (fitting of a denture). At the time of the report, the remaining events or their latest episodeall of the events or their latest episode were resolving. No causality assessment was received for essure with regard to weight increased, back pain, sleep disorder, fatigue, ligament pain, tooth fracture, memory impairment, disturbance in attention, head discomfort, the first episode of burnout syndrome, the second episode of burnout syndrome, abdominal distension, constipation, visual acuity reduced, alopecia or depressed mood. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.